Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 450mg/dl at the time of incident. The customer reported that her pump does not work and cannot bolus. Last night she put pump back, but it was not giving her the 2 units per hour. Patient's current blood glucose was 368 mg/dl. The customer treated high blood glucose with manual injections. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery as her reservoir does not move unless she boluses. The customer stated the drive support cap appeared normal (slightly indented). The customer also received 10 displayable history crc check failed on startup, 3 unexpected restart alarm, external ram crc error and two no power. The pump passed self-test. The customer declined troubleshooting for the unexpected restart, and no power alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify off no power, external error, unexpected restart, displayable history check failed on startup alarms or possible under delivery anomaly due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.